Event description:
Caller reported that pump battery depleted too quickly, but the issue did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to uninstall and reinstall the mobile app, and to follow up if battery depletion exceeds 35% per day. The customer continued to use the pump for insulin therapy.